Manufacturer narrative:
Continuation of d10: product ID 37612 serial# (B)(6) implanted: (B)(6) 2020 product type implantable neurostim ulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep indicating they were able to assist the patient and get both inss out of discharge mode, recharge them both to 100% and turn therapy back on. Both inss now have their first strike. They report there was no user error, the patient was appropriately and independently aware of the issue and correctly knew how to charge her inss. A new recharger was paired with both inss and patient was educated on how to use them. However, both inss are not holding a charge and do not match what the charger app reflects compared to the clinician tablet. For instance, the recharger application showed the battery level 100% but when connected with the tablet it showed the ins at 50%. Within an hour, both batteries had depleted further, and the patient reported they were both dead again by that evening. The patient has seen her provider and is in the process of scheduling replacement of bilateral ins.

Manufacturer narrative:
Continuation of d10: product ID 37612, serial# (B)(6), implanted: (B)(6) 2020, product type: implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was to get information about charging the ins. The caller indicated that the recharger is not connecting to the ins. The patient has left and right inss and both inss are depleted. The inss have been dead for 4-5 months. When they try to connect the recharger displays the reposition antenna screen. The clinician programmer displays the message that says searching for device and did not advance past that screen. The caller started a prm, let the insr charge for about 30 seconds. The caller tried to connect for normal charging and got the same reposition antenna message. The issue was not resolved through troubleshooting.